Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient began treatment for the peritonitis with injection ceftazidime (1 gram, intraperitoneally (ip), duration and frequency not reported) and vancomycin (1 gram, ip, duration and frequency not reported). The outcome of the peritonitis was unknown. No further information was provided regarding whether the patient was hospitalized for the event or if dianeal therapies were ongoing. No additional information is available.